Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked right plunger case, and plunger head appeared loose. Event history log review was performed and found no evidence of reported problem. Visual inspection power up process and checked battery diagnostics were performed. According to the investigation customer reported problem could not be duplicated and no problem was found and no damage to the battery it operated normally. Further investigation found the pump battery at 94% capacity and values are within spec. Investigator?s replaced the battery as a preventative measure, it was 5 years old. Performed power up process, pm and all functional testing passed.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump failed to register the battery percent. No reported adverse effects.